Event description:
It was reported that the patient had presented to the emergency department with loss of consciousness and syncope. The representative interrogated the system and found both the right atrial (ra) lead and the right ventricular (rv) lead with fracture that had caused loss of capture, oversensing and out of range impedance measurements above 3000 ohms. Subsequently, a lead revision was performed, the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. In addition, asystole greater that 2 seconds was noted. The ra and rv lead were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had presented to the emergency department with loss of consciousness and syncope. The representative interrogated the system and found both the right atrial (ra) lead and the right ventricular (rv) lead with fracture that had caused loss of capture, oversensing and out of range impedance measurements above 3000 ohms. Subsequently, a lead revision was performed, the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. In addition, asystole greater that 2 seconds was noted. The ra and rv lead were successfully replaced. No additional adverse patient effects were reported. It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed anode conductor fracture via xray approximately 307mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Environmental stress cracking was observed approximately 53mm from the terminal pin. Melt marks were noted in the outer insulation, likely due to electrocautery damage. Observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that the patient had presented to the emergency department with loss of consciousness and syncope. The representative interrogated the system and found both the right atrial (ra) lead and the right ventricular (rv) lead with fracture that had caused loss of capture, oversensing and out of range impedance measurements above 3000 ohms. Subsequently, a lead revision was performed, the right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned. In addition, asystole greater that 2 seconds was noted. The ra and rv lead were successfully replaced. No additional adverse patient effects were reported. It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.